Event description:
It was reported that the patient presented during clinical follow-up. The patient was scheduled for pocket revision, as he had swelling symptomatic of hematoma. The pocket revision was completed on (B)(6) 2022 and the pacing system remains implanted. The patient was in stable condition.